Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, and force sensor test. The motor slide functioning properly. No rewind anomaly noted. No motor errors or alerts in the pump history noted. The pump was received with a minor scratched display window, scratched case, and pillowing keypad overlay. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, motor, and force sensor. The sc1 cap locked properly into reservoir compartment during testing. Cosmetic damage confirmed at the front and back of the pump. Drive/motor anomaly-rewind not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer alleged the pump was damaged and pump was unable to rewind. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Pump passed self test. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.